Manufacturer narrative:
The following functional tests were performed: the philips remote support engineer (rse) talked to the customer who confirmed the co2 sensor was already replaced on october 10th and also calibrated at that time. As well the sample line and the water trap were replaced but the issue remained. The customer was advised by the rse to perform the agent verification test according to the service guide. The rse advised to change the co2 sensor and follow up if the issue still exists. The rse made several attempts to follow up with the customer, but the customer was not available for follow up, no response from customer. The case was closed with insufficient information, based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. We are unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.

Event description:
It was reported the co2 numbers are drifting low outside of service manual specs. Over minus 4 from 38. The device was in use on a patient. There was no report of patient or user harm.